Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was also returned. Examination of the construct showed t2 is missing. The suture has been cut where t2 normally resides. The suture has not been cinched. The suture was tested for not reduction and was found to function as intended. Reported complaint of suture not cinching cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during a meniscus surgery when t1 and t2 both were stripped off successfully, but when prepared to knot, found the suture entwined together, cannot push the knot. A backup device was used to complete the surgery. No significant delay or patient injury reported.